Event description:
It was reported that this right ventricular (rv) lead was explanted due to lead fracture resulting in high impedance and noise and a new lead was placed. This lead will be returned. No additional adverse patient effects were reported.